Event description:
It was reported that an angio-seal was deployed after a vascular access procedure. Some time later, while the pt was still in hosp he/she reported experiencing a sudden pain in the groin area and a hematoma was then reported to have appeared. An echo doppler confirmed formation of a pseudoaneurysm. Hospitalization was extended to treat the pseudoaneurysm. There were no reported consequences to the pt.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.